Manufacturer narrative:
(B)(4). The customer reported a faulty power supply, which could indicate a failure to power up. There was no report of pt involvement. The unit was evaluated and repaired at philips. The ac power supply and power pca were replaced to resolve the reported issue. We are unable to determine a cause because multiple parts were replaced to resolve the issue.

Event description:
The customer reported a faulty power supply, which could indicate a failure to power up. There was no report of pt involvement.